Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having pedicle subtrac tion osteotomy (pso) procedure at t10-il levels for kyphosis. It was reported that the driver could not fully tightened the cross-link and had scratches on the tip. There were no patient symptoms reported. There were no further complications reported regarding the event. (B)(6) 2026_e1/ared (rep): update received that during the final tightening of the first set screw, it was idled and could not be th readed. A crack was found at the tip of the driver upon inspection. Therefore, the crosslink was not installed and the procedure was concluded. The unusable crosslink was discarded by the hospital. (B)(6) 2026_e1/ared (rep): additional information was received from the manufacturer representative that there was no malfunction against the crosslink.

Manufacturer narrative:
H3: product analysis of product:5482304, lot:ct17g0031 visual and microscopic examination confirmed that the tip of the instrument was cracked. This failure is consistent with overload. E1: initial reporter is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.